Event description:
Clip applier was not dispensing clips correctly. New clip applier opened and case proceeded without difficulty. The malfunctioning device did not cause direct harm to patient other than extending time patient was under anesthesia.